Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patients' body, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula vein side. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, while blowing the balloon inside the patients' body, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was in stable condition. It was further reported that the target lesion was 70% stenosed with a significant bend of < 90 degrees, moderate tortuosity, and moderate calcification. The balloon ruptured on the third inflation at 20 atmospheres for 30 seconds and was pulled out.